Event description:
A patient reported they their implantable neurostimulator (ins) was not working and they were leaking and pouring. They also reported they were getting a sticking sensation like a shocking sensation with their initial settings, after implant. Decreasing stimulation does not provide relief. When the stimulation was decreased the patient experienced a heavy feeling in their lower butt cheek and it hurts when they sit. The patient was on program 4 and during the call, decreased stimulation and tried to sit down. They stated they no longer hurt when they sat down. They moved to program 1 and decreased to 3.6v and the patient felt comfortable and the heavy feeling in the buttocks resolved. It was noted that the sticking and shocking feeling also resolved during the report. The consumer further reported that the step taken to resolve the implant not working, leaking, shocking sensation, and heavy feeling was that the patient changed programs. The implant not working, leaking, shocking sensation, and heavy feeling had not completely been resolved. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.